Event description:
The following information was provided: it was reported that the patient's right hip was revised due to femoral fracture. The stem, head, and liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.